Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: (B)(6). Consultation. He was admitted with abdominal pain and CT evidence of a probable perforated sigmoid diverticulum. CT was described to me with some free air but no evidence of an abscess and no fluid. When I saw his and went over new films showing continued increasing pneumoperitoneum now that looked like fluid in the abdomen and pelvis, and exam persistent tenderness, guarding and now rebound in lower abdomen, it was felt that he should undergo surgery, he was adamant about not wanting surgery despite all potential risks, complications described to him. Apparently some anxiety because he had never been hospitalized and always generally healthy. He finally decided for surgery which would include colostomy. History unremarkable except for obesity. Denied surgical history. Prior to admission had been on bactrim for urinary tract infection. Probably had an early diverticulitis at that time. He smokes one and a half packs of cigarettes per day for quite a few years. He also drinks at least once a week. He is employed as an iron worker. Weight 253 pounds. Impression: perforated sigmoid diverticulum which is unlikely to resolve with antibiotics. Plan: surgery. The patient finally decided to allow surgery knowing that the risk of not having surgery is a septic death with multiple organ failure. (B)(6) 2006: (B)(6). Operative report. Preoperative diagnosis: perforated sigmoid diverticulum, not responsive to antibiotics. Obesity. Postoperative diagnosis: perforated sigmoid diverticulum, not responsive to antibiotics. Obesity. Small umbilical hernia. Surgery performed: hartman¿s sigmoid resection with an end descending colostomy and hartman¿s pouch. Placement of multiple drains. Umbilical herniorrhaphy. Gross findings: this is a 41-year-old male with a five-day history of abdominal pain, who came to the emergency room and was found to have some pneumoperitoneum and abdominal pain. He was felt to have acute sigmoid diverticulitis with rupture, possibly a microperforation to be considered but also cannot rule out the need for surgery. The patient actually was quite hesitant about surgery having never been in the hospital before and agreed to and wanted conservative approach. However, after 24 hours, increasing pneumoperitoneum and persistent pain, I felt that this patient should have surgery and discussed that with him and his wife thoroughly and they finally decided to consider surgery. He was taken to surgery where sigmoid resection was performed and descending colostomy as follows: ¿in a supine position, after proper prepping and draping the abdomen, foley catheter already in place, ng tube was placed during the surgery and verified placement by palpation. Through a midline incision, taken down through the skin, dermis and subcutaneous fat to the midline fascia, small umbilical hernia was found. This was freed up and that defect was left to be closed later in the repair of the incision itself and constituted an umbilical herniorrhaphy. At any rate, the abdominal cavity was entered. There was some fluid. A large inflammatory mass of the sigmoid colon was noted adhered to the anterior abdominal wall and bladder region but easily removed with gently palpation. A pelvic abscess was noted and cultured. The abdominal viscera was retracted back up within the abdomen with sterile surgical towels. Thompson retractor used to help maintain visualization. In the sigmoid colon, a proximal site of resection was determined and traversed and then the mesocolon sequentially clamped down to the presacral region and once past the area of perforation, the distal sigmoid colon was traversed at its junction near and around the rectum. At any rate, that was stapled across with ta-60 stapler. A site for the colostomy was determined. An opening made in that to the left of the midabdomen. A tunnel of fat was removed down about 2-3 inches to the fascia. A cruciate incision was made. The colon was freed by freeing up the white line of told so this allowed enough bowel to be brought through into the stomal site. The colon was secured to the fascia there with interrupted 0 vicryl sutures and the colostomy matured with interrupted 3-0 vicryl sutures in a maturing rosebud type fashion. Preparation was made to close. Sponge, instrument and needle count was asked for and obtained. Two jackson-pratt drains were placed; one from the left into the left pericolic gutter region, one in the right taken down into the pelvis. These were secured with 3-0 ethilon suture and placed to bulb suction. The peritoneum was then closed with running 0 vicryl suture, the midline rectus fascia with interrupted and running 0 vicryl sutures and two retention sutures of #2 ethilon. The skin was approximated with surgical staples left open at the cephalad and caudad portions of the incision to hopefully prevent an incisional wound infection or at least allow drainage. Dressings were placed, orders were written. Discussion took place with the patient¿s family with regards to findings at surgery and expected postoperative course.¿ (B)(6) 2006: (B)(6). History & physical. Previously perforated sigmoid diverticulum. Plan: colonoscopy then reversal colostomy. (B)(6) 2015: (B)(6). History & physical. Cyst, face at left of jaw. History: diabetes mellitus. Smokes 1 pack per day, 30 years, alcohol 1 x month, weight 236. Medications: metformin. Exam: abdomen; incisional hernia. Impression: sebaceous abscess face. Incisional recurrent hernia. Diabetes. Plan: incision and drainage cyst left jaw done. (B)(6) 2015: [facility ni]. (B)(6). Office visit. Ventral hernia, staples discontinued. Incision good, no erythema. Recheck 2 weeks. (B)(6) 2015: [facility ni]. (B)(6). Office visit. Doing excellent, healed well, no erythema. Lkjhyfd a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral/incisional hernia repair on (B)(6) 2007 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, hernia recurrence. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2007, including records for (B)(6) ¿s procedure and reversal, were not provided. (B)(6) 2007: operative report. Preop diagnosis: a large ventral incisional hernia. Postop diagnosis: a large ventral incisional hernia with significant incarcerated small bowel and omentum present within it. Operation performed: laparoscopic lysis of adhesions. Laparoscopic repair of the large incarcerated incisional hernia with a 20 x 27-cm piece of dual gore-tex mesh. Anesthesia: general with endotracheal intubation. Estimated blood loss: minimal. Complications: none. Specimens sent: none. Drains placed: none. Indications for procedure: please see history and physical exam. Description of procedure: ¿after the risks of the procedure had been thoroughly and completely explained to the patient on multiple occasions, including, but not limited to: 1. Recurrence of the hernia. 2. Mesh infection. 3. The possibility of inadvertent bowel injury both recognized and unrecognized. 4. The possibility of bleeding and infection, both intraoperatively and postoperatively. 5. The possibility of injury to other intraabdominal hollow viscus. He expressed understanding and desired to proceed. At this time the patient was taken to the operating room where he was placed in the supine position on the operating table. He underwent induction with general anesthesia and endotracheal intubation. His abdomen was prepped with surgical alcohol, draped in a standard sterile surgical fashion, and then a piece of ioban was then placed over the top of that. A stab incision was made in the left upper abdominal quadrant with the #11 blade scalpel after local anesthetic. A veress needle was then placed through this incision intraabdominally without any difficulty. A 10-ml syringe was then hooked up and it was aspirated, and there was no blood or bowel contents on return. It was then injected and the fluid flowed freely within the abdominal cavity. The co2 insufflator was then hooked up, and the abdominal cavity was insufflation to approximately 15 mmhg. At this time then a 5-mm versistep trocar was placed through this incision intraabdominally. A 5-mm 30-degree scope was then passed. There was evidence of some significant adhesions within the very large ventral incisional hernia with bowel stuck up within it, as well as omentum. However, in the upper abdomen we could get around it to the right lateral aspect of the abdomen. Thus another 5-mm trocar was placed in the right upper abdominal quadrant under direct visualization of the laparoscope. The 5-mm scope was then changed to this trocar, and then a 10-mm trocar was placed in the right lateral mid abdominal quadrant, again under direct visualization of the laparoscope, and then finally another 5-mm trocar was placed in the right lower quadrant, again under direct visualization of the laparoscope. At this time an extensive laparoscopic lysis of adhesions then ensued, very carefully sharply with endoscissors, not using any cautery, was used to take down all of the bowel that was stuck up within the hernia sac as well as the omentum. This took in excess of approximately 1-1/2 to 2 hours to do. However, close examination of the bowel did not reveal any evidence of injury to the bowel, and we finally did get all of the edges of the fascial defect completely cleaned off. A spinal needle was then passed onto the table. The abdomen was then desufflation to approximately 8 mmhg, and the edges of the fascial defect were then marked out. A piece of gore-tex dual mesh was then passed onto the table, and it was measured with a 3-cm overlap over the entire fascial defect. This gave us a piece of mesh about 20 cm x 27 cm. Gore-tex sutures were then placed in the 4 corners. It was rolled up and then passed into the abdominal cavity. It was unrolled in the abdominal cavity. The 4 corner sutures were then used with a gore-tex suture passer to attach the mesh to the anterior abdominal wall with extensive overlap over the fascial defect. At this time around the edges approximately 1 cm apart, absorbable tacks were used to tack the mesh all the way up. Then approximately 5 cm along the edges of both the two lateral edges and the inferior and caudad aspect of the mesh full thickness ____ [sic] sutures of the 0 gore-tex were used to tack the mesh down completely around this. The mesh was very well overlapped over all the fascial defect, was very taut, and appeared to be a very good closure. The abdominal cavity was then insufflated under direct visualization of the laparoscope. There was no evidence of any further bleeding or any evidence of a succuss leaking indicative of possible bowel injury. All of the trocars were then removed. Local anesthetic was then injected around the edges of the mesh as well as all of the trocar incisions. The skin over all the trocar incisions was then closed with interrupted 4-0 vicryl stitches. At the end of the procedure all sponge, needle, and instrument counts were correct. The patient was awake and alert in the recovery room and tolerated the procedure very well.¿. [Missing records: history and physical for procedure on 11/26/07 detailing possible past medical/surgical history.] (B)(6) 2007: intraoperative nurses record/supplemental; (B)(6) . Quantity: implant information: 20 x 30 gore dualmesh® biomaterial. Ref catalogue number: 1dlmc07. Lot batch code: 04797369. W.l. Gore & associates. Exp: 2011-12-27. Body site: abdomen. Side: midline. The records confirm a gore® dualmesh® biomaterial (1dlmc07/04797369) was implanted during the procedure. (B)(6) 2015: operative report. Preop diagnosis: recurrent incisional hernia above the umbilicus in the midline and some diastasis recti above that to the xiphoid process. Postop diagnosis: recurrent incisional hernia above the umbilicus in the midline and some diastasis recti above that to the xiphoid process. Surgeries performed: recurrent incisional herniorrhaphy with 3 defects noted and diastasis recti on the upper epigastrium. Repair of recurrent incisional hernia and small amount of diastasis recti above that with a 5 x 7 inches ventrio st hernia patch, lot # aqxko913. Gross findings: this is a 49-year-old caucasian male, who in 2006, had an emergency surgery for perforated diverticulum, underwent a hartmann¿s procedure and then a second surgery to reverse that. He developed an incisional hernia. Apparently, had that repaired supposedly in saginaw with a mesh screen. He subsequently developed recurrent hernia. I can actually palpate at least one or two defects. There ended up to be three separate defects as drawn on the brief postoperative note. At any rate, those were repaired by placing a 5.5 x 7 inch ventrio st intraabdominal from within hernia patch. Surgery in detail: ¿in a supine position, after proper prep and drape of the abdomen in usual fashion, preoperative antibiotic and athrombic sequential leg pumps. The patient, who is a known diabetic and somewhat overweight and has a marked amount of anxiety, under the general anesthetic, underwent a pointed elliptical incision in the area, which was premarked and it was in the midline, taking out the previous scar above the umbilicus in a pointed elliptical fashion, taken down through the skin, dermis, and encountered in the obvious hernia sac. The hernia sac was delineated down to the fascia. Within the hernia sac, was adhered omentum. That omentum was freed and placed back within the abdominal cavity and then adhesions were freed from the underside of that, finding 2 other defects. The previously placed mesh by whoever did the previous hernia repair, was the upper edge of that was at the just above the umbilical level, about 2-3 cm. Just over that there were 2 hernias, which I dissected a plane to the left and to the right of that. These were sutured with 0 ethibond sutures to close that defect and then having freed all anterior abdominal wall adhesions. A 5 x 7 ventrio st patch was placed in the correct position. It was secured at the 12, 3, 6, and 9 positions approximately 4-5 cm lateral to the defect, having premarked those areas with 0 ethibond sutures. Then, that being done and the patch noted to be well covering all 3 defects, the remaining fascia was repaired over the patch with interrupted 0 ethibond buried sutures. Then, 20 ml of 0.5% marcaine with epinephrine injected at various levels for postoperative analgesia. Dermis approximated with buried 3-0 vicryl sutures. Skin was approximated with surgical staples and a dressing was placed. He tolerated the procedure well. Postoperative orders were written. Discussion took place with the patient¿s wife with regard to findings at surgery and expected postoperative course.¿. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated result code. Conclusion code remains unchanged.